Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 425cc saline prosthesis, catalog #3502425, lot #5918410. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female had underwent a breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis (left) and a mentor smooth round moderate plus profile 425cc saline prosthesis (right). Bilateral ptosis was reported post procedure. A physician examination revealed right sided deflation post procedure in 2016. On (B)(6) 2018 saline was removed from the left prosthesis in the physician¿s office. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 375cc saline prostheses was performed on (B)(6) 2018. There were no procedural complications reported, and the patient was stated to be in good condition following the procedure. The right sided deflation was previously reported (1645337-2018-01146). During the investigation of this event, mentor became aware of bilateral issues on (B)(6) 2018, and thus a second impacted product is being reported with this alert date.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/5/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female had underwent a breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis (left) and a mentor smooth round moderate plus profile 425cc saline prosthesis (right). Bilateral ptosis was reported post procedure. A physician examination revealed right sided deflation post procedure in 2016. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 14.6 cm across the anterior aspect. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5695246 was reviewed on 6/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).